Event description:
Reportable based on device analysis completed on 21-dec-2023. It was reported that an error message was displayed. The patient presented with deep vein thrombosis and swelling in the right lower extremity. A 6f angiojet solent omni catheter was used for thrombectomy procedure. Since the thrombosis had spread to the part below the knee, the popliteal vein could not be punctured properly for thrombectomy, and a non-boston scientific (bsc) catheter was used to go to the other side of the patient after the filter was placed on the left side. After the catheter successfully reached the other side of the patient along with the guidewire, a multipurpose angiographic (mpa) catheter was exchanged, and the guidewire successfully crossed the lesion and reached the part below the knee along the mpa catheter, and an amplatz guidewire was exchanged. The device was primed after installation, and in the process of priming, the machine showed saline error, and the problem could not be solved by resetting and restarting the machine. A new 6f angiojet solent omni was used and the procedure went smoothly with unobstructed blood flow in the whole section of the patient. The procedure was completed after post-dilation with a balloon. There were no complications reported and the patient status was stable. However, during returned device analysis at the severely kinked location at 1 cm from the tip, the hypotube was broken and completely separated.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 1 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.